Event description:
Apparent failure of the marquette monitors to alarm when the pt developed asystole for approx 15 sec. The pt's family at the bedside alerted nursing staff that the monitor rate was 0 and there was a flat line. Nursing evaluated pt and immediately initiated CPR/acls protocol. The pt expired but not thought to be related to the monitor failure. Pt had dnr order.